Event description:
Additional information received reported the patient resolved without sequelae as of (B)(6) 2012.

Event description:
An infection at the site of the intrathecal pump reservoir "in a linear fashion around to the back" was reported. Patient experienced pain, redness and drainage at the site of the intrathecal pump reservoir, in addition to nausea without vomiting. There was a 3mm fistula and the metallic pump was visual through the fistula. The event resulted in in-patient hospitalization, was noted as serious. Refill programming date/time was noted as (B)(6) 2011/13:47. Examination/palpation was done on (B)(6) 2011, indicated pain and soreness around the abdomen but seeming to be in the abdominal wall, the fistula was with clear liquid drainage. CT scan, lab works were carried out prior intervention. Medication adjustment was noted; patient was started on vancomycin 1g intravenous (IV) on (B)(6) 2011, along with piperacillin/tazobactam 3.37 g IV. The pump was explanted. Event outcome was noted as "ongoing". MRI performed on the next day after removal of intrathecal pump showed that there was no definite evidence of infectious process in the thoracic spine and there was no central cord lesion. Drugs delivered via the device were morphine 35.0 mg/ml, clonidine 150.0 mcg/ml and bupivicaine 10.0 mg/ml at a daily dose of 9.893 mg, 42.40 mcg and 2.827 mg respectively. It was later confirmed that the patient was using infumorph.

Event description:
It was reported that when the patient was seen on (B)(6) 2012, the pump pocket incision no longer showed signs of infection, but there was still swelling at the lumbar catheter site. About three weeks later, it was reported that the patient's wounds were healing well, but she remained on antibiotics. The patient had a follow-up appointment scheduled for (B)(6) 2012.

Manufacturer narrative:
Catheter: model: 8711, lot #: n126737001, implanted: (B)(6) 2007, explanted: unk; catheter: model: 8703w, lot #: l37848, implanted: (B)(6) 1996, explanted: unk.

Manufacturer narrative:
(B)(4).